Event description:
It was reported that the pt received an durom us acetabular component 50/44 j, right side, on (B)(6) 2007, and is currently being monitored due to "acetabular implant loosening" and "moderate hip pain."

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, the lot numbers were received for the devices and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).